Manufacturer narrative:
A field service engineer (fse) visited the customer site to assess the instrument in question on (B)(6) 2015, (B)(6) 2015 and (B)(6) 2015. The fse found the incubator fan to be defective and replaced it. Additionally, the fse replaced the reader lamp. The instrument was subsequently then assessed again and was found to be operating as expected.

Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen when testing a blood sample on a galileo, but subsequent testing with a galileo neo yielded the expected positive outcomes.